Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
The customer alleges that after ischiorectal abscess repair surgery the patient was extubated but did not breathe. The anesthesiologist attempted to place a nasal airway through the right nostril. This immediately caused a massive epistaxis. The patient was ventilated with bag and mask and re-intubated. The patient was taken to ICU for observation. Anesthesia was concerned about the rigidity of the nasal airway material.

Manufacturer narrative:
(B)(4). Report number - mw5057211. A phone conversation was conducted with (B)(6) (risk manager) and (B)(4) on 11/11/2015. This conversation was conducted for the purpose of obtaining additional information related to the reported event. (B)(6) provided the following information: 1. The user facility routinely uses another type of nasopharyngeal airway, but at the time of this incident, the facility was out of stock for that device. Thus, the rusch nasopharyngeal airway (12328) was used. It was reported by (B)(6) that potentially the rusch airway may have felt different to the user, being too rigid or not as flexible as prior nasal airways. 2. The physical technique for placement of the nasal airway may have been different by the user. 3. (B)(6) did not know if the patient had any abnormality in the anatomy (nasopharyngeal) that could have contributed to this incident. 4. The patient was admitted to ICU post-op for observation (intubated). 5. The patient was discharged from the hospital and in fine condition. 6. The device sample is not available for evaluation. The device was discarded by the user facility.

Event description:
The customer alleges that after ischiorectal abscess repair surgery, the patient was extubated but did not breathe. The anesthesiologist attempted to place a nasal airway through the right nostril. This immediately caused a massive epistaxis. The patient was ventilated with bag and mask and re-intubated. The patient was taken to ICU for observation. Anesthesia was concerned about the rigidity of the nasal airway material.